Event description:
Explants were returned; however, no complications or problems were listed. Patient alleges there was no leakage found upon removal. Upon investigation of the explants by dow corning, there were several slits that were found and they appear to have been caused by a sharp object. Also, upon investigation there were two tears found but the cause was not determined.